Manufacturer narrative:
The device has been requested to be returned, but has not yet arrived. Once the evaluation of the device has been completed the results will be submitted in a supplemental submission. The lot number is not available. The device history record review cannot be completed without the lot number. Additional product codes, kra, dqe, dqo.

Event description:
It was reported that there was a failure with a swan ganz catheter. In the intensive care unit the physician attempted to perform a wedge pressure with the patient. There was difficulty performing the wedge. A waveform was not displaying. The catheter was removed from the patient. Once it was removed, the nurse tried to troubleshoot the catheter and found that the balloon would not deflate. The patient procedure was CABG. The patient demographics were requested and not available. There was no patient harm or injury.

Manufacturer narrative:
The device has been returned and the product evaluation completed. The report that the balloon was unable to deflate could not be confirmed. As the balloon would not inflate due to leakage. There was a 0.01 inch cut in the balloon. The inflation lumen was patent without leakage or occlusion. All through lumens were patent without leakage or occlusion. There was no other visible damage from the catheter or the syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the issue. A corrective action was initiated to investigate the condition of the balloon tear, slit, cut. The lot number was able to be obtained and the device history record review was performed and there were no manufacturing non conformances identified associated to the reported malfunction. As part of the packaging process 100 percent of the units go through a balloon inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.